Manufacturer narrative:
Section a2: patient age at time of event is unknown. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was communicated that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including arrhythmia, other neurological events (not stroke-related), hepatic dysfunction, and death. Section 6, ¿patient care and management¿, lists arrhythmia as a potential late post implant complication that may be associated with the use of the heartmate 3 lvas. This section also includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had a history of atrial extrasystoles and had an implantable cardioverter defibrillator (ICD) implanted in dec2016. The outcome was not device or therapy related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was accidentally found unconscious on (B)(6) 2024. There were no alarms. A computed tomography (CT) and computed tomography angiography (cta) of the head and chest were performed. The patient was defibrillated twice for ventricular tachycardia (vt). The patient was fully conscious and was extubated on (B)(6) 2024. The patient's condition deteriorated again on (B)(6) 2024 and had a disturbance of consciousness which required oxygenation. Inotropes were initiated. A bronchoscopy captured aspiration of stomach contents, liver failure, hemodynamic collapse, and noradrenaline escalation. Another CT of the head and chest was performed but the cause of unconsciousness was not found. The findings on the lungs corresponded to severe pneumonia. The patient deteriorated and was not responsive to treatment. The patient passed away on (B)(6) 2024.